Event description:
It was reported that a patient underwent explant surgery on (B)(6) 2015 due to infection. Items removed were a titanium cannulated humeral nail titanium spiral blade, 4.0 mm / 28 mm titanium locking screw and a titanium end cap with 0 mm extension. Surgery was successfully completed. Date of initial implant was (B)(6) 2015. No additional information was available. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Patient age, gender and weight are unknown. Event date: unknown. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7561878 of ti spiral blade 48mm for ti humeral nails was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7160371) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.